Manufacturer narrative:
(B)(4). Additional information: batch # m52413. Incomplete firing cycle. Additional information received: on which firing did this occur? First firing. Was the staple line complete? No. What was the shape of the staples (b-formation, irregular, unformed)? Irregular the analysis results showed that the cs40g device was received in good visual conditions and with the original cartridge loaded in the device. The cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. In addition the returned cartridge was noted to have two staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device fired without any difficulties. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: on which firing did this occur? First firing. Was the staple line complete? No. What was the shape of the staples (b-formation, irregular, unformed)? Irregular.

Event description:
It was reported that during a robotic assisted proctocolectomy procedure, the surgeon was being assisted by his partner. During the procedure and during the firing across the rectum, the surgeon deployed the stapler. After the firing, the surgeon indicated that the stapler did not deploy the staples correctly. The proximal staples looked okay but the distal staples did not. The transection was manually oversewed. There were no adverse consequences for the patient.